Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The lab report confirming the reported contamination has been provided to livanova. The device has been removed from service. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication under a previous case from the same hospital, already reported under initial medwatch # (B)(4) and follow up medwatch # (B)(4), livanova learned that the device was placed inside the operating theatre with the fan opposite to the patient and at an estimated distance between the surgery field and the device of 2 meters. Moreover, livanova learned that the device was not cleaned regularly per the instruction for use. The hospital uses a solution with the same recipe of clorox regular beach as cleaning solution. Moreover, the water quality monitoring is not performed and the hospital is user of reusable blankets which likely are a source of contamination. A combination of all the above mentioned deviation led to the reported event.

Event description:
See initial report.